Manufacturer narrative:
Customer cleaned up the spill and discussed repair option with customer technical support (cts). Cts generated a service request for customer. A field service engineer (fse) replaced the wash bottle and checked the valve.

Event description:
A customer contacted beckman coulter inc., (bci) reporting that wash bottle 1 on synchron cx7 delta analyzer was leaking at the tan tubing connection y2. No injury was reported on this issue.